Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis investigation found a broken pitch cable. Intuitive motion was not being experienced at the wrist upon manual input of the disk knobs because one pitch cable was found broken at the wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted colon procedure, the tip of the small grasping retractor instrument was observed to be broken. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the initial reporter however as of the date of this report no additional details have been obtained from the site.